Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis with the proximal end of the shaping ribbon bent and protruding out of the coils. Visual, dimensional, and functional inspections were performed on the returned device. The coil damage and irregular appearance were confirmed. The difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified distal circumflex artery. A 2.0 mm non-abbott catheter was being advanced over a balance middleweight (bmw) guide wire when the balloon got stuck on the bmw due to a step on the guide wire. The coils are stretched at the center and proximal solders. The bmw guide wire was exchanged for a non-abbott guide wire to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the proximal end of the shaping ribbon was bent and protruding out of the coils.